Manufacturer narrative:
The diamond flextriangular retractor subject of the reported event has been returned for evaluation. Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure, the internal wire to their diamond flextriangular retractor "broke" when the surgeon was removing the device from the laparoscopic port. An x-ray was taken of the patient and confirmed no device pieces were present. No report of injury.

Manufacturer narrative:
The device subject of the reported event was returned for evaluation. During evaluation of the device, it was determined that an unknown third-party service provider had made repairs to the device. The serial number of the handle confirmed that it was from 2013; however, the device itself was manufactured in 2019. During evaluation it was also observed that three components were missing (limiting block, headed pin and set screw). The device was also missing a nipple crimp at the end of the memory wire and the memory wire was too short in length. These observations further indicate that the third-party service provider performed improper repairs to the device. The device history record (DHR) was reviewed and confirmed the device was manufactured to specifications in 2019. A complaint review was performed and confirmed this to be an isolated event. No additional issues have been reported.